Event description:
It is reported that a customer stated that their pump was unable to rewind. The customer's blood glucose level was not recorded. The customer stated that they had the insulin pump off for a couple of days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.